Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("removal of essure") in a 42 year-old female patient who had essure inserted (lot no. D14826) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of past tobacco smoking, back disorder, migraine headache, pneumonia and nocturia and palpitation (during pregnancy) in 2014. Concurrent conditions were listed as cystocele, irritable bowel syndrome, varicose veins, penicillin allergy (and clomid sulfa drugs), uterine prolapse and rectocele (stage ii). On (B)(6) 2022,, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. On an unknown date she experienced pelvic pain ("pelvic pain"). The patient was treated with surgery (robotic assisted hysterectomy, bilateral salpingectomy, posterior repair). No causality assessment was received for essure with regard to medical device removal or pelvic pain. The reporter commented: intraoperative findings: normal appearing ovaries bilaterally essure coils present bilaterally, stage 2 rectocele both ovaries appeared grossly normal and both ureters were seen peristalsing before, during and after the case. The uterus appeared normal. The essure coils were visualized within both fallopian tubes. Both ovaries were within normal limits. He right mesosalpinx just inferior to the fallopian tube was serially clamped, coagulated then transected to free the right fallopian tube from its uterine attachment. The vessel sealer was again used to serially clamp, coagulate, and transect the uterine ovarian ligament and then across the round ligament. Dr developed the broad ligament anteriorly and posteriorly, skeletonized the uterine arteries and created our bladder flap from right to left. The uterine arteries were also sealed. The pedicles were developed and allowed to drop off laterally. The exact same procedure was carried out on the contralateral side with excellent blanching of the uterus noted. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: uterus and bilateral fallopian tube, resection mild chronic nonspecific cervicitis and endocervicitis negative for dysplasia secretory pattern endometrium normal fallopian tubes [ultrasound scan] on (B)(6) 2022: normal appearing ovaries bilaterally essure coils present bilaterally, stage 2 rectocele, 2 metallic essure coils are identified, 1 in each of the cornu's. Both coils measure 2.5m in length and measure up to 0.4 cm in diameter. Loose within the container are 2 unoriented and fimbriated segments of fallopian tube. Lot number: d14826, manufacture date: 2014-10, expiration date: 2017-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 21-nov-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("removal of essure") in a 42 year-old female patient who had essure inserted (lot no. D14826) for contraception. Additional non-serious events are detailed below. The patient had a medical history of past tobacco smoking, back disorder, migraine headache, pneumonia and nocturia and palpitation (during pregnancy) in 2014. Concurrent conditions were listed as cystocele, irritable bowel syndrome, varicose veins, penicillin allergy (and clomid sulfa drugs), uterine prolapse and rectocele (stage ii). On (B)(6) 2022, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. On an unknown date she experienced pelvic pain ("pelvic pain"). The patient was treated with surgery (robotic assisted hysterectomy, bilateral salpingectomy, posterior repair). No causality assessment was received for essure with regard to medical device removal or pelvic pain. The reporter commented: intraoperative findings: normal appearing ovaries bilaterally essure coils present bilaterally, stage 2 rectocele both ovaries appeared grossly normal and both ureters were seen peristalsing before, during and after the case. The uterus appeared normal. The essure coils were visualized within both fallopian tubes. Both ovaries were within normal limits. He right mesosalpinx just inferior to the fallopian tube was serially clamped, coagulated then transected to free the right fallopian tube from its uterine attachment. The vessel sealer was again used to serially clamp, coagulate, and transect the uterine ovarian ligament and then across the round ligament. Dr developed the broad ligament anteriorly and posteriorly, skeletonized the uterine arteries and created our bladder flap from right to left. The uterine arteries were also sealed. The pedicles were developed and allowed to drop off laterally. The exact same procedure was carried out on the contralateral side with excellent blanching of the uterus noted. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: uterus and bilateral fallopian tube, resection mild chronic nonspecific cervicitis and endocervicitis negative for dysplasia secretory pattern endometrium normal fallopian tubes [ultrasound scan] on (B)(6) 2022: normal appearing ovaries bilaterally essure coils present bilaterally, stage 2 rectocele, 2 metallic essure coils are identified, 1 in each of the cornu's. Both coils measure 2.5m in length and measure up to 0.4 cm in diameter. Loose within the container are 2 unoriented and fimbriated segments of fallopian tube. Ref (B)(4). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.